Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy from their drg system. Reprogramming was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2024 to replace the drg system with a scs system. During the procedure the physician was unable to explant the lead due to scar issue. As such, the lead remains implanted. A new scs system was implanted. Reportedly, patient had effective therapy from the scs system.